Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be attributed to procedural technique. A clinical investigation concluded; no relevant supporting clinical information has been provided to assist with a clinical investigation, and it is unknown how the treatment was completed. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an opsite flexgrid dressing was used to fix the indwelling needle. The dressing was not adhesive enough, so the indwelling needle came out. It is unknown how the procedure was completed or if there was a delay. No patient harm reported.